Event description:
The same health care professional applied the splinting system using the same methods as described in the narrative of report number 1624487-2000-00001. The failure to follow the instructions again could have been the cause of this incident after the splint was applied. After the splint was removed, a slight discoloration of the skin was evident.